Event description:
It was reported that noise was noted on the ventricular high rate episodes. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5554-45 lead, implanted: (B)(6) 2007, (B)(4).